Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 80 mg/dl, and the meter bg reading was 380 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 520 mg/dl, with ketones (size was unknown). Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of insulin, saline and "lantus" to address bg level. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.